Event description:
Consumer removed a tampon which came apart inside her. She was not able to determine if she had removed all the pieces.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Customer had not returned unused product for eval at the time of this report.